Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing coronary diagnostic procedure, which was delayed. The procedure was completed by using another system. It was reported that the system was unable to perform geometry movements. Upon further inspection, philips remote service engineer (rse) reviewed the logs and confirmed that the mp power supply was intermittently shutting off. Customer replaced the pd.scomp.dcps_24v_12v_5v. After the replacement of pd.scomp.dcps_24v_12v_5v, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.